Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor is too jumpy to get a rpm reading and the motor, shaft, strain relief, mount, reciprocating arm, bearings, and lever were replaced and device calibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection, device was found to be in need of repair. Investigation found the motor speed was jumpy. No adverse event was reported as a result of this malfunction.